Event description:
It was reported that 2 instruments broke. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. The following section has been updated : b4, b5, d4, g4, g7, h1, h2, h4, h10. The device has been returned to the manufacturer. The product analysis shows that there is 2 products have been returned: one product is totally broken on the bottom of the pieces a part of the piece is missing. One product is damaged and twisted on one side on the bottom of the piece. No other issue has been observed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. 2 complaints, this one included, have been recorded on exception standard stem trial neck s456, reference a120s456, batch 1676759070 since ever regarding instrument fracture. Investigation results concluded that the reported event was due to wear and tear from use. A summary of the investigation was sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an instrument broke in one year. No adverse events have been reported as a result of the malfunction.

Event description:
It was reported that the instrument broke. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device has been returned to the manufacturer. The device analysis showed that the product is damaged and twisted on one side on the bottom of the piece. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The review of the raw material certificate shows no non conformity or deviation. Within one year, 2 complaints, this one included, have been recorded on exception standard stem trial neck s123, reference a120s123, batch 1691184060. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. A summary of the investigation was sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trend.